Manufacturer narrative:
The insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test and rewind test. However, motor error alarm during the basic occlusion test and compromised force sensor system alarm during prime test at 3.5 lbs due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to motor error alarm and compromised force sensor system alarm. The insulin pump was received with energizer alkaline battery. The insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window, scratched keypad overlay and minor scratched lcd window.

Event description:
It was reported by the customer's friend that the customer passed away. The cause of death was unknown. The customer's blood glucose at the time of death was unknown. The insulin pump will be returned for analysis.